Manufacturer narrative:
Medical product: shell porous with cluster holes 50 mm; catalog no#: 00-6202-050-22; lot#: unknown liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells; catalog no#: 00-6305-050-36; lot#: unknown. Therapy date: (B)(6) 2020. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to implant fracture, metallosis and pseudotumor.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that the patient was implanted with a tm shell, liner and a biolox head around 4.5 years ago. While working out on the rowing machine the patient felt the hip pop. The patient was revised on (B)(6) 2020. Intraoperatively, the trilogy liner was found fractured as was the trilogy ring. The biolox head was burrowed into the shell, but hadn't fractured. The metal wear from the shell caused metallosis and some pseudotumor. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Patient and medical data has not been provided due to patient privacy policy. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. DHR review: review of the device history records could not be performed due to unknown product identification. Conclusion: it was reported that the patient was implanted with a tm shell, liner and a biolox head around 4.5 years ago. While working out on the rowing machine the patient felt the hip pop. The patient was revised on (B)(6) 2020. Intraoperatively, the trilogy liner was found fractured as was the trilogy ring. The biolox head was burrowed into the shell, but hadn't fractured. The metal wear from the shell caused metallosis and some pseudotumor. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a non-conformance or complaint out of box (coob). Due to missing product identification, lack of patient and medical data an investigation of the reported event could not be performed. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.